Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was 570 mg/dl. The customer addressed bg level with a manual injection. A systems check was performed with tandem technical support and no issues were identified. Customer successfully changed pump supplies and resumed insulin delivery after the systems check.